Event description:
Ous MDR - after an implantation period of about 50 months, oversensing was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a damaged insulation in the region of the tricuspid valve. This damage can be considered as the root cause for the observed issues as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation and the deformation of the rv shock coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.